Event description:
It was reported that this pacemaker system under went a system extraction due to bacterial endocarditis. The sales representative was notified upon receiving a call that a temporary epicardial has to be implanted. It was noted that the patient was not pacer dependent but pacing pauses were observed. No additional adverse patient effects were reported. This explanted system was sent to pathology. Additionally, a new right ventricular (rv) lead was placed two days after the extraction.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.